Event description:
On 4/9/96, the cataract extractor unit failed to generate vacuum during a cataract procedure. The unit exhibited problems with vacuum, suction and could not be relied upon to work consistently.